Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the application was not launching. A technical support specialist (tss) dialed into the station and observed that the station was actively being used by nursing staff and was functioning normally. An error was identified during the review; however, it had already been resolved. The tss emailed the customer with the findings. The case was closed after the customer confirmed that the issue had been resolved. The system functioned as intended after technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the application was not launching. The station repeatedly displayed a biometric ID failure message and would go blank. It was also observed to show a blue screen, and the application did not launch. The station was rebooted; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.